Event description:
It was reported that five 512s were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the safety shield reset button returns very prematurely to its original position when continuous downward pressure is applied on the trocar. The safety shield is observed to be not retracting and the blade has advanced only by 1mm. All three open pieces have the same problem. There was no consequence to the pt.